Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at seven atms. The lesion being treated was a calcified , 99% stenotic lesion in the left circumflex coronary artery. The physician used a medikit introducer sheath for vascular access, a mach1 guide catheter and a neos guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.